Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was drop. Customer's blood glucose level was 12.5 mmol/l. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.